Event description:
It was reported that the wireless recharger does not power on. When attempting to charge the recharger, the battery light only blinks rapidly, indicating that it does not appear to be charging. Additionally, pressing the power button does not activate the search m ode. The connection of the outlet and dock station was rechecked, and the recharger was reconnected for charging, but the battery lamp did not light up at all. A reset of the recharger was performed, but there was no response even when the power button was pressed and held. The issue was not resolved at the time of this report. Additional information was received from the rep. The recharger was replaced and the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9200. Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.